Manufacturer narrative:
The reported event of lead dislodgment and inadequate capture was not confirmed, while the reported event of the helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. The cause of the helix mechanism issue was isolated to a clogged helix. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were noted with the exception of procedural damage.

Event description:
Related manufacturer reference number: related manufacturer reference number: 2017865-2023-15878 it was reported that post-implant the right atrial (ra) lead had dislodged. During repositioning, the helix would not fully extend. The physician decided to explant and implanted a new ra lead. During the revision, the right ventricular (rv) lead had also dislodged. After repositioning, an inadequate capture threshold was observed. In another attempt to reposition the rv lead, the helix would not fully extend. The rv lead was explanted and a new rv lead was implanted. The patient was stable.